Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management graph was not in specification; multiple power system error alarms were present in the format history file and power system error was triggered when the backup battery unloaded voltage was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay, severely faded serial number label and slightly peeled end cap address.